Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent "cartridge change errors" would occur and that the insulin gauge was intermittently inaccurate. In addition, it was reported that the pump shuts down unexpectedly. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.